Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states user broke something off inside the left gearbox and it is noisy and locks up intermittently, no injury reported.